Event description:
The pt called to report that they use the suspect device to check their blood glucose 2 or 3 times per day. Pt's glucose results are usually in the 120-140 mg/dl range. Pt stated that they have passed out on several occassions. One particular occasion pt was driving and passed out and woke up in the hosp. Pt said their glucose was 600 mg/dl in the hosp and pt was treated with insulin therapy. Pt did not use glucose control solutions on the system. The suspect device was replaced with new product and then authorized for return the MFR for eval.